Manufacturer narrative:
Correction to regulatory report # 3004209178-2024-21777: information was applied to the 97715 device when should have been applied to 977a260 devices. No new information, but coding and inf ormation updated to reflect this change. Field d10 updated. Code f15 and g02025 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated ever since they woke up from the implant procedure yesterday, their left leg hurts a ton and burns, which doesn't go away. Patient said they were constantly taking pain medications and the pain in their left leg was unusual because it was their right leg that used to hurt the most, but now the left leg (the same side the implant was located) was hurting. Patient also said last night they tried to go down the stairs and their leg went completely out and they fell sitting. Patient asked if there was any way to use the controller to turn down stimulation. Agent asked, patient said they didn't know if the stimulation was on. Agent had patient attempt to use the controller, but they just saw the set up screens. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient called back and reported they woke up from anesthesia and their left leg was hurting like crazy and they kept putting medicine in their IV and they still let them go home and ever since then they have not been able to walk. Patient stated they fell that night because their leg won't hold their weight. They fell down going the stairs and they are a small person. Patient stated they are in the ER since yesterday and they need to do an MRI. Patient stated they are giving them morphine through the IV for pain control and their leg is messed up and it happened after the thing was installed. Patient stated healthcare provider (hcp) need to do an MRI and they don't know whether the implant is compatible or not. Patient stated they don't know how to use the external devices, no one showed them how to use the devices. Agent asked patient if they had a follow up appointment for the stimulator with her doctor's office and patient said they went back into the office and they did not see the doctor but they saw a nurse and all they did was check the dressing. Patient explained to the nurse what happened to them the day of the surgery and the nurse asked her if she had a walker at home and the patient said no, that's not the point. Patient stated they are trying to get rid of what's causing the pain. Asked if patient has been charging their implant at all since they had the implant and patient stated no. Patient stated they have been trying to call the doctor since the day after the surgery. Patient stated the hospital staff has been calling hcp office and haven't heard back. Agent offered to assist patient with using the external devices and patient said they want someone to show them in person because they have a lot morphine in for the pain. Agent provided national answering service (nas) number for hcp to call. Agent recommend patient continue to call the hcpofc. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.